Event description:
It was reported that during a procedure the battery housing fractured and fell onto the operative field. The sterile field was replaced and the procedure was completed successfully. There were no adverse consequences, medical intervention or significant delay.

Event description:
It was reported that during a procedure the battery housing fractured and fell onto the operative field. The sterile field was replaced and the procedure was completed successfully. There were no adverse consequences, medical intervention or significant delay.